Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in basildon, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. All connection were checked and cleaned. During visit on site customer reported another issue regarding level indicator cycling. According to livanova technician a processor board/distribution board/electrical connection issue is the most likely root cause. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during cleaning. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2016. Most likely root cause of the reported event could be be traced back to internal temporary electrical failure, as bad/loose connections, a false contact or some oxidized electronics on the boards.